Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with three infusion sets fell off during use on (B)(6) 2024. The infusion set was used for approximately 48 hours. The blood glucose level was 80-140 mg/dl. Further, the patient replaced infusion set and resumed insulin deliveries successfully. No further information available.